Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, there was high impedance measured on the lead. The doctor tried several other positions but the impedance was still high. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.